Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots met all pre-release specifications.

Manufacturer narrative:
Corrected event description.

Event description:
On (B)(6) 2015, the patient was implanted with a conformable gore® tag® thoracic endoprosthesis as he had presented with malperfusion after an acute complicated type b dissection. Due to a short landing zone, the endoprosthesis was implanted in the intended location with a partially uncovered stent across the ostium of the left common carotid artery (lcca). Intra-operative angiography showed no bloodflow into the lcca and it was reported that the ostium had unintentionally been covered by the constraint sleeve. The lcca was immediately punctured and recanalized and a viabahn was implanted in order to restore blood flow. The patient did not show neurological complications and tolerated the procedure.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, the patient was implanted with a conformable gore® tag® thoracic endoprosthesis to treat a thoracic aortic aneurysm. The patient presented with malperfusion after an acute complicated type b dissection. Due to a short landing zone, the endoprosthesis was implanted in the intended location with a partially uncovered stent across the ostium of the left common carotid artery (lcca). Intra-operative angiography showed no bloodflow into the lcca and it was reported that the ostium had unintentionally been covered by the constraint sleeve. The lcca was immediately punctured and recanalized and a viabahn was implanted in order to restore blood flow. The patient did not show neurological complications and tolerated the procedure.

Manufacturer narrative:
.